Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 7.6 inr and 8.0 inr on the coaguchek xs system while a comparison lab returned as 13.0 inr. Patient was treated with vitamin k based on lab value. No adverse event reported. Requested return of suspect system and replacement was sent.